Event description:
It was reported, that the patient with this pacemaker device exhibited infection. The non-boston scientific company representative, said it was pocket infection, so the system was explanted. A new system was reimplanted on the right side. No additional adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).